Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 implant would not deploy when knob was depressed.¿ t1, t2 were not returned. Torn segments of suture were returned. They were tainted and blackened. There was an unusual knot observed. The ends were torn as with excess force applied. The depth limiter was attached. The delivery needle displayed no damage. The device cycled and actuated as expected. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus.¿ please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair, after t1 deployed, the t2 implant would not deploy when knob was depressed. Surgeon pulled the device out of the body and checked the needle, t2 was in the needle. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.